Event description:
The customer reported that the insulin pump was stuck on the rewind mode and insulin was squirting out. Troubleshooting was performed. The customer stated that she dropped the insulin pump while sending her blood glucose reading to her blood glucose meter. The customer stated that the battery was changed twice, and a battery alarm and bolus stopped alert happened. Assisted the customer with rewinding, but the insulin pump stuck on the rewind loop. Advised the customer to disconnect from the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.